Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the stent was found to be missing from the balloon catheter. Additional follow-up with the site was performed; however, the location of the stent could not be determine. The reported inflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issues as no inflation issues were identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis revealed that the stent was missing from the stent delivery balloon. Therefore, the stent may be inside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced; however, the sds balloon failed to inflate. Therefore, the device was removed from the anatomy and another unspecified stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.